Event description:
It was reported that the pacing threshold increased on the right atrial (ra) lead. There was also report of pacing failure and fluctuating threshold. The device was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).